Event description:
It was reported via implant card received that the patient's vns lead and generator had been replaced due to an unknown reason. Review of the programming history available to the manufacturer found that high impedance had been previously noted on (B)(6) 2008. Attempts for the return of the explanted products were made however only the generator was returned. The generator was found to be at an end of service condition. Additional information was later received from the patient's mother indicating that the lead had been replaced due to high impedance found at surgery. Follow-up with the neurologist's office found that the patient's mother had come into the clinic on (B)(6) 2008, because she was worried that the vns was no longer functioning because the patient had grown significantly since his initial implant and she felt that the device may have been "disconnected." It was not indicated if the patient had been experiencing any adverse events that led to the mother drawing this conclusion. Vns diagnostics were performed at that time as noted in the programming history available however the site noted the high impedance with a dcdc code of 7 as a "slight increase in impedance" and no interventions were taken at that time. The physician chose to take x-rays at that time as a precaution however only one limited view was taken. This x-ray was forwarded to the manufacturer for review and no lead discontinuities were observed. No trauma or manipulation to the device was noted. The site was informed that they had misinterpreted the diagnostic results.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.